Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the supply line of the homechoice cassette and the supply bag that led to this alarm. Renal therapy services (rts) assisted the caregiver to end the therapy session. The patient would start over with new supplies or continue therapy by manual exchange. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.